Event description:
A physician reportedly had difficulty with visualization at the time of essure micro-insert deployment in the right fallopian tube. She disengaged the delivery wire with 20 counter-clockwise rotations without direct visualization. No trailing coils were seen at the ostium. A flat-plate x-ray was attempted to localize the device but not completed. No further information was given regarding why this could not be accomplished. The physician attempted to cannulate the right tube again but met resistance and discontinued the attempt. The left device was placed without difficulty with 4 trailing coils. Thermachoice endometrial ablation procedure followed. Patient presented with cramping and mild pelvic pain 4 days post-placement that was not localized on the right side. A flat plat x-ray showed 2 devices, with the right device appearing "angled". The physician planned to wait until the 3-month hsg to evaluate further. However, the patient complained of persistent pain on the right side and early the next month underwent a salphingectomy. The right tube was cut open and the micro-insert was found distal in the tube without perforation.